Event description:
Discordant, falsely low calcium results were obtained on three patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument and resulted higher, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse cleaned the system and had the customer replace cuvettes. Quality controls were then run, all of which were within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.